Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device(s) or product(s), as the cause was attributed to an unspecified touch contamination event. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum.

Event description:
During a customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) modality due to experiencing a serious infection and being recently hospitalized. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with the patient¿s wife. It was reported the patient had peritonitis (approximately 2 years prior) while previously on peritoneal dialysis (pd) modality using an unknown fresenius cycler/cassette. The patient was treated with antibiotic therapy and recovered from the event. The patient¿s wife stated the peritonitis event was not related to any issues with fresenius products. It was reported the peritonitis was due to breach in aseptic technique during the pd exchange. The patient is currently on hemodialysis for renal replacement needs.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. The complaint sample was not available a physical evaluation could not be performed. The alleged event is confirmed.

Event description:
During a customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) modality due to experiencing a serious infection and being recently hospitalized. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with the patient¿s wife. It was reported the patient had peritonitis (approximately 2 years prior) while previously on peritoneal dialysis (pd) modality using an unknown fresenius cycler/cassette. The patient was treated with antibiotic therapy and recovered from the event. The patient¿s wife stated the peritonitis event was not related to any issues with fresenius products. It was reported the peritonitis was due to breach in aseptic technique during the pd exchange. The patient is currently on hemodialysis for renal replacement needs.